Manufacturer narrative:
The lens was not returned for evaluation. This lens was used as a piggyback to enhance vision. There was no report of any problem received with this lens.

Event description:
It was reported that the patient was implanted with a "clouded" lens in 2010. On (B)(6) 2010 distance vision was fine but patient was not happy wearing reading glasses. Patient wanted to be near-sighted in the non dominant eye. On (B)(6) 2010, patient was implanted in left eye with a 2.00 diopter piggyback lens as surgeon could not free the implanted lens without dislocating the capsular bag zonule. On (B)(6) 2011, distance vision was fine but patient was disappointed with readings glasses. Yag was performed on (B)(6) 2013 due to cloudy membrane was observed between the 2 iols in the left eye on the front side of the original implant. On (B)(6) 2014, a second yag laser procedure was performed, but haze remained present. Both iols were explanted on (B)(6) 2014, requiring 2 hours of surgery time. Iris hooks were used for pupil retraction and due to considerable zonular laxity, a capsular tension ring was inserted prior to implantation of another model lens in the bag. On (B)(6) 2014 visit, patient was doing well, the vision was not as good as right eye but was good. Please reference MDR # (B)(4) for the primary lens implanted.

Manufacturer narrative:
There was no reported problem with this iol (piggyback iol). Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.